Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandonded for an unknown product performance issue. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.